Event description:
The customer reported that the rn hung IV flagyl 500mg/100ml at a rate of 100ml/hour to infuse over one hour. Once the IV infusion was initiated via the pump the medication infused within eight minutes. The patient did not appear to be in acute distress and was stable. The md was notified and the nurse continued to monitor the patient without further incidence.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Physical inspection showed no anomalies. The pcu event log shows that the pump module was programmed at 5:00 am on (B)(6) 2018 to infuse a custom concentration of metronidazole non-weight based dosing at a rate of 100ml/hr with a vtbi of 100ml and a duration of 1 hour. At 5:08 am, the device alarmed for air in line. At 5:11 am, the user channeled the device off. At 5:13 am, the user restored and started the previous infusion at 100ml/hr. Thirty-one seconds later, the user programmed a delay for 10 minutes. The device alarmed again for air in line, the user confirmed the delay programming, and the device went into standby mode. Eighteen seconds later, the user cancelled the delay and started the infusion at 100ml/hr. At 5:14 am, the device was selected and alarmed for air in line; the user paused the device. At 5:15 am, the user changed the vtbi to 2ml and started the infusion. Twenty-three seconds later, the device alarmed for air in line. The user selected and then paused the device. The user changed the vtbi to 0.2ml and started the infusion. Twelve seconds later, the primary infusion completed and the device transitioned to kvo at the kvo rate of 20ml/hr. At 5:16 am, the user channeled the device off and the system was shut down and powered off. The volume recorded as being infused during this period was 13.949ml. Functional testing showed no anomalies. The root cause of the customer¿s report of an overinfusion was not identified.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the rn hung IV flagyl 500mg/100ml at a rate of 100ml/hour to infuse over one hour. Once the IV infusion was initiated via the pump the medication infused within eight minutes. Patient did not appear to be in acute distress and was stable. The md was notified and the nurse continued to monitor the patient without further incidence.